Manufacturer narrative:
(B)(4). Concomitant medical products : m2a-magnum pf cup 52odx46id, pn us157852, ln 756670. Associated product: taperloc por fmrl 9x137pn 103203, ln 017640, m2a-magnum 42-50 tpr insrt std pn 139256, ln 556410. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty and approximately 10 years after the patient has been scheduled for a revision procedure due pain, adverse local tissue reactions (altr), elevated ion levels, decrease in activities and tissue damage. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown. Unknown femoral stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01231. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty and approximately 10 years after the patient has been scheduled for a revision procedure due pain, tissue/bone destruction, metal wear and limited adls. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h1, h2, h3, h4, h6, h10. Reported event was confirmed by review of medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: ebl 300 ml good stability with final products. Wound was copiously irrigated and closed in layers. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by patient¿s legal counsel patient underwent right total hip arthroplasty. Subsequently patient was revised approximately 10 years later due to pain, altr, metallosis and wear. No further event information available at the time of this report.

Manufacturer narrative:
A m2a-magnum mod hd, was returned and evaluated against the complaint. Visual inspection found scuffing and scratches on the outer radius of the head. Nicks and dings were observed on the rim and radius of the head. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.